Event description:
Two days after a carotid stent porcedure in which three acculink stents were implanted, the patient had an enzyme troponin bump increase (mi) and returned to the hospital for a heart catheterization. During the coronary procedure the patient suffered a stroke.